Event description:
It is reported that upon insertion into the joint, the tension gauge fractured. All pieces were retrieved.

Manufacturer narrative:
Eval summary: the tension gauge is a plastic part and will tend to break due to repeated exposure to large bending forces that can occur during insertion and extraction. Eval: as returned, the tension gauge is fractured in two locations. Dimensional readings are conforming to print specs. No lot number was provided; therefore, device history records could not be reviewed and a potential field age cannot be determined.